Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was deployed too aortic causing central aortic insufficiency. A second valve was implanted. As reported, the annulus measured 3.4 cm2 on MRI. Access was obtained in normal fashion. The pacer wire placed via left femoral vein with no apparent complications; the patient remained hemodynamically stable. The 16fr esheath was placed in the right groin without difficulty. Bav was performed with standard 20 x 4cm balloon. A 23mm valve was prepped with nominal volume. The valve was positioned 70:30 aortic/ventricular (this is the facility¿s preferred valve placement). Pacing was started and the blood pressure dropped appropriately, then slow inflation was initiated. The valve initially appeared stable, however at a certain point during the deployment it started to shift aortic. The interventional cardiologist attempted to push the valve ventricular but was unable to. The final deployment was 100% aortic. The patient was immediately hemodynamically unstable and a second valve was rapidly prepped in, again with nominal volume. The second valve was positioned approximately one cell more ventricular than the first valve. Again pacing was performed, pressure was low, and the team began to slowly inflate the valve. The valve was initially stable and at the same point during deployment started to shift aortic again. The team again attempted to push valve more ventricular and final result was second valve 1/2- 1 cell more ventricular than first valve; approximately 80:20 to 70:30 aortic/ventricular. The patient did not recover hemodynamically as expected after the second valve placement. Echo showed a functioning valve; however, a pericardial effusion was present. The patient was converted to general anesthesia and intubated. The team immediately performed a pericardiocentesis and, in total, obtained >500cc of blood. The blood pressure improved. The team continued to monitor the patient while initially tte, then tee, was performed to identify the source of the bleeding. There was debate regarding a small rupture/puncture in the area of the stj but the team was unable to see anything on tee. Protamine was given. Final consensus was likely a right ventricle perforation. The patient was monitored in the or for a period of time and was ultimately transferred to the ICU in stable condition, without vasopressors. In terms of the first valve moving aortic during deployment, the tavr team¿s opinion was that it was due to a large septal bulge (second valve started to move aortic as well at the exact same point of balloon inflation). In retrospect, some aortic movement of balloon during bav could be seen. The lack of blood pressure recovery following deployment appeared consistent with central ai. In terms of the pericardial effusion and need for pericardiocentesis, the team did not have full consensus, but most members felt there was an rv perforation from the pacer wire. A transesophageal echocardiogram with close interrogation of the sinotubular junction and right ventricular free wall did not reveal any evidence of a dissection or rupture.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and central aortic insufficiency requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central aortic insufficiency including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, it was reported that patient factors [large septal bulge] resulted in aortic malposition of the two valves implanted and the central aortic insufficiency. In addition, procedural factors [70:30 a/v positioning prior to deployment] may have also contributed to the high valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.